Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they've been having some issues with their therapy. Patient stated that some days, they seemed to be okay and don't have bladder issues, but on other days, they felt almost like they didn't have their ins. Patient added that they were kind of okay in the beginning, but they've been having issues with urgencies and accidents, and they've felt uncomfortable with these symptoms. Patient also mentioned that this past week, for once or twice a day, they felt an electric shock across their chest that goes away after 15 seconds, which they've never had before. Patient also mentioned that they were just having a checkup with their hcp and that they've increased their stimulation today, but they were told by their hcp that their stimulation level was way too high for someone who's just recently implanted. Patient also mentioned that they tried to get a hold of their manufacturer representative (rep), but they didn't know how to reach out to the rep. When asked for an event date, patient did not provide a clear estimate but instead mentioned that their therapy hadn't been working as well as they thought it would. Agent reviewed general therapy information extensively and had the patient turn their therapy off for observation. Patient will continue to monitor symptoms. Redirected to hcp if issue persists.